Event description:
The customer reported that she has had issues with their acuity central station rebooting. This would result in a temporary inability to centrally monitor pts. Vital sign monitoring would continue at the bedside pt monitors. The customer confirmed that there was no pt harm as a result of the reported events.

Manufacturer narrative:
We do not expect the customer to return the device for eval. We remotely assisted the customer in restoring normal operation.